Event description:
A customer reported that during a treatment, the aiming beam was not aligned. A backup system was brought in to complete the case. There was no harm to the patient.

Manufacturer narrative:
The company representative examined the system and realigned the aiming beam. The system was then tested and met specifications. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown. (B)(4).